Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 126mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.